Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that while administering chemotherapy to a patient in the pediatric oncology/hematology unit the silicone segment of the tubing tore and 300ml of chemo leaked on the floor, on the patient's feet and on the nurses shoes and clothing. The staff washed the patient's feet multiple times to ensure the chemo did not cause harm to the patient's skin. There was no lasting harm.